Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump monitored for several days. The insulin pump received with normal operating currents. No unexpected battery out limit noted. Unit received with minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that there is a no delivery alarm that occurred. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin exited with manual prime. The customer stated that he is not comfortable with the pump and would like a replacement. The customer was advised that changing the pump might not resolve the no delivery issue. The customer will be sent replacement reservoir and sets.